Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system recorded false atrial tachy response (atr) events due to oversensed noise on the right atrial (ra) channel. Technical services (ts) suspected it was electromagnetic interference (emi) and recommended continued monitoring. This ra lead remains in service and no adverse patient effects were reported.